Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the mid right coronary artery (mrca) with heavy calcification and moderate tortuosity. For post dilatation the 3.50x12mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated to 12 atmospheres (atm); however, a rupture occurred during the first inflation. Therefore, for the bdc was removed from the patient. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.